Event description:
Reportedly, the patient developed a post-op bleed and required additional surgery. Allegedly, the suture line was complete except for 3 or 4 staples in the middle, that may have cut the tissue. Procedure: gastrectomy.